Event description:
It was reported that the patient stated infusion set came off in use of one day on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6)patient country: canadaestablishment name: medtronic minimedcountry: united states of americastreet: (B)(6)city: (B)(6)state: (B)(6)post office or zip code: (B)(6).based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545